Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code 42222. The product fault occurred during preventive maintenance. There was no patient involvement, and no harm/adverse event reported.